Manufacturer narrative:
(B)(4).

Event description:
An endurant ii cuff was implanted in patient for endovascular treatment of a 45 mm diameter fusiform abdominal aortic aneurysm. The proximal aortic neck measured 50 degrees. The proximal aortic neck was short and the aorta was narrow. The proximal aortic neck measured 16.5 mm in diameter and 7 mm in length. It was reported that the patient presented with a lesion during the one year post-operative follow up. It was discovered that a pseudo-aneurysm had developed near the superior mesenteric artery. The pseudo-aneurysm had caused a dissection and it ruptured eventually. The physician implanted a blood vessel prosthesis in the thoraco-abdominal region. The patient outcome was noted as recovered. The physician believes that the suprarenal stent of the endurant cuff had damaged the blood vessel, and as a result, the pseudo-aneurysm developed. Per the physician, post-operative measurements showed excessive oversizing of the device; this could have contributed to the event as well. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information received reported that the entire device was explanted.